Event description:
It was reported that the customer got out of the shower and thinks that he messed up his site. Customer received a no delivery alarm. Customer's blood glucose level was 385 mg/dl. Customer treated with a manual injection and was feeling light-headed. Customer was walked through on how to clear the alarm. Customer had already removed the site and reservoir and threw them away. Customer reported that the alarm was resolved by a complete set change. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.